Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer believes that the pump battery is charging slower than expected. The customer reported two weeks ago they left the pump to charge all day and resorted to manual injections in order for the pump to fully charge. There was no reported impact to the customer's blood glucose level.